Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4978 implantable pacing lead - (B)(6) 2012; 4965 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that one week after implant the lead impedance measurement decreased from 1249 ohms to 209 ohms. The lead remains in use. No patient complications were reported as a result of this event.